Event description:
It was reported that while using the bd vacutainer® edta 2k that there was foreign matter on the collection tube. No patient impact. The following information was provided by the initial reporter: "this report is about a fm on the blood collection tube."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter facility name: (B)(6) medical center. H.4. Device manufacture date: unknown. H.6 investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367846, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.